Event description:
Related manufacturer report #: 2017865-2023-52217. It was reported that noise was observed on the ventricular channel. It was noted that atrial lead noise coincided with a backup pulse on the right ventricular (rv) channel. The patient was not symptomatic. Review of session records revealed noise in both chambers. The noise on the rv lead mostly likely caused the device to think fusion was occurring, thus activating fusion avoidance and extending the atrioventricular delay. The noise observed on both channels occurred at the same time and was reminiscent of leads rubbing against each other. Fortunately, the noise was not being over sensed on the rv lead. The patient was to be re-assessed in clinic at a future date. No programming changes were made. The rv lead measurements were stable. The patient was not symptomatic and was stable.

Manufacturer narrative:
Note: the right atrial (ra) lead was reported in related manufacturer report #: 2017865-2023-52217. This report is for information received on the right ventricular (rv) lead.